Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2015- 05697. It was reported via a (B)(4) that perforation and cardiac tamponade occurred. The calcified target lesion was located in the tortuous mid left anterior descending artery (lad). Vascular access was obtained via brachial artery. Rotational atherectomy was performed 8 times using a 1.5mm rotablator rotalink plus burr. The burr was then exchanged to a 1.25mm rotalink plus, but the device was unable to cross the distal lad. An unspecified ivus catheter and balloon catheter were also unable to cross the lesion. The 1.25mm rotalink plus device was exchanged to a 2.25mm rotalink plus this device was also unable to cross the distal lad. A "child" catheter was inserted and a promus element 2.5x24mm was deployed at 18atm and an unknown size promus element was deployed. After that perforation and cardiac tamponade occurred. Pcps (percutaneous cardiopulmonary support system) was inserted and drainage was performed. Arrest of bleeding was attempted using the stent delivery system of the promus element, but was unsuccessful. Contralateral approach was obtained and arrest of bleeding was attempted again using the stent delivery system of the promus element device. At that time the physician felt a covered stent was required and a 3.0x12mm non-bsc covered stent was deployed. Dilatation was performed at the site and at the ostium of the lad with a 4.00mm unspecified balloon catheter and the issue was resolved. Coronary artery bypass grafting was performed at the lesion and the procedure was completed. The patient condition following surgery was stable.